Event description:
It was reported that device fracture occurred. A direxion hi-flo was selected for use in a vessel of the liver for a transcatheter arterial chemoembolization (tace). During insertion, the device was fractured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure.

Manufacturer narrative:
G4 - additional premarket / 510(k): k163701.

Event description:
It was reported that device fracture occurred. A direxion hi-flo was selected for use in a vessel of the liver for a transcatheter arterial chemoembolization (tace). During insertion, the device was fractured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure. It was further reported that the device was fractured at the tip of hub, and 3cm from the tip. The inner lumen was still intact, and only the nickel shaft was fractured.

Manufacturer narrative:
G4 - premarket / 510(k): k142259, k163701.